Event description:
Promus premier china registry. It was reported that stent thrombosis and unstable angina occurred. In (B)(6) 2018, the subject presented with myocardial infarction and was referred to cardiac catheterization. The target lesion #1 was located in the distal left circumflex (lcx) artery extending up to 1st obtuse (ob) marginal with 95% stenosis and was 40 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 32 mm promus premier stent system. Following post dilation, residual stenosis was noted to be 0%. An additional drug eluting stent was used during the index procedure as the planned lesion range was insufficient and stent from other manufacturers was used. Eleven days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2019, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Coronary angiography was performed and medication was given to treat the event. Three days later, in (B)(6) 2020, the event was recovered/resolved and the subject was discharged on the same day on aspirin and other medication.

Event description:
Promus premier china registry. It was reported that stent thrombosis and unstable angina occurred. In (B)(6) 2018 the subject presented with myocardial infarction and was referred to cardiac catheterization. The target lesion #1 was located in the distal left circumflex (lcx) artery extending up to 1st obtuse (ob) marginal with 95% stenosis and was 40 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 32 mm promus premier stent system. Following post dilation, residual stenosis was noted to be 0%. An additional drug eluting stent was used during the index procedure as the planned lesion range was insufficient and stent from other manufacturers was used. Eleven days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2019 the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Coronary angiography was performed and medication was given to treat the event. Three days later, in (B)(6) 2020 the event was recovered/resolved and the subject was discharged on the same day on aspirin and other medication. It was further reported that the event of stent thrombosis has been downgraded to a serious adverse event (sae), unstable angina. Furthermore, it was reported that the physician considered the event as not related to the study device.